Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the hand-switch did not activate after pre-run testing. Another like device was used. There was no pt consequence.